Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in absent cgm warmup and readings despite multiple pairing attempts and app toggling, consistent with intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the antenna identified as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.